Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the l4-5 drg lead was fractured due to the patient suffering a fall while taking a hike. As a result, surgical intervention was undertaken wherein the drg lead was replaced. Effective therapy was restored postoperatively.